Event description:
Philips received a complaint where the user recognized artifacts present on pediatric head scans utilizing ultra fast protocol. There was no rescan, misinterpretation or mistreatment to patient due to this artifact. Philips field service engineer (fse) determined that the artifacts were due to a faulty collimator. If this malfunction were to recur, the artifact on pediatric head scans using ultra fast protocol has potential to resemble a bleed which may result in a possible misinterpretation of a patient.

Manufacturer narrative:
The field service engineer (fse) went to the site and confirmed the artifact as noted by the customer. The fse reviewed the system and determined that there was a faulty collimator that is responsible for the beam that caused the artifact. The faulty collimator was replaced and tested. There has been no report of any further occurrences where the user has identified an artifact. Philips has determined that the probable root cause of the collimator failure may have been the wear of the collimator blades or a damaged compensator on the collimator due to the age of the x-ray tube. (B)(4).